Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken or dislodged conductor wire the yaw pulley on the distal end. The conductor wire was broken at the grip-crimp location. The fenestrated bipolar forceps instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional observation(s) not reported by site were also identified: the fenestrated bipolar forceps instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Other cables were not damaged. The housing was removed from the back end, no additional damage was observed. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The pulleys exhibited no damage.

Event description:
It was reported during a da vinci-assisted sigmoid colectomy surgical procedure, the fenestrated bipolar forceps instrument was not working. The procedure was completed with no reported injury.